Event description:
The dr reported receiving a burn to their index finger when the fiber broke during a pvp (photoselective vaporization of the prostate) surgery. The dr described the burn as a small hole approximately 2 mm.